Event description:
On (B)(6) /2010, the patient reported she saw a small amount of moisture inside the cartridge chamber of her insulin infusion device when she changed the cartridge and inserted it into the device last night. She said she did not see any leaking in the infusion set, luer lock or cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.